Event description:
It was reported that loss of capture and high pacing impedance was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.